Event description:
It was reported that the right atrial (ra) lead had exhibited dislodgement, loss of capture (loc), and a low impedance out of range. The dislodgement was confirmed through x-ray. This ra lead was turned off. Additionally, the patient experienced thumping. This ra lead was explanted and a new lead of the same model was successfully implanted. No additional adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead had exhibited dislodgement, loss of capture (loc), and a low impedance out of range. The dislodgement was confirmed through x-ray. This ra lead was turned off. Additionally, the patient experienced thumping. This ra lead was explanted, and a new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse effects were reported. Additional information received indicates that lead dislodgement inside the heart cause two electrical shocks and resulting in a supraventricular event. A second revision was performed to reattach the leads. This revision caused a hematoma that required a drainage tube for two weeks, as well as severe pain and multiple hospitalizations and the patient heart rate exceeded 120 bpm. Additionally, during the lead extraction procedure, upon opening the pocket revealed possible twiddler syndrome of the leads.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. The field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.